Event description:
A pt with a history of venous stasis disease, multiple sclerosis and chronic pain was receiving v.a.c. Therapy on a large, circumferential venous stasis ulcer. V.a.c. Therapy was initiated in 2008. Prior to the application of the v.a.c. Dressing, adaptic was placed over the wound. About 2 days later, during a dressing change, the nurse attempted to remove the dressing and found that the dressing had adhered to the wound; the wound appeared to have granulated through the adaptic. Since the pt was experiencing a lot of pain and there was bright red drainage while the dressing removal was attempted, the pt was transferred to the hosp for dressing removal. The nurse does not know if the pt was admitted to the hospital or if there were any complications related to the adhered foam.